Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result (s). Invalid result. The customer stated that the cassette did not produce a result. The customer appears to have performed the test correctly. The customer disposed of the kit before contacting acon labs tech support so the customer was not able to provide the lot number, expiration date, or a picture of the result.